Manufacturer narrative:
The pod was received with the cannula deployed. The soft cannula measured the correct full length according to specification and did not appear bent/kinked. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Blood was observed on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the fluid path components and the bottom housing that would cause bleeding/bruising at the infusion site. The actual cause of the reported bleeding/bruising could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 427 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found bent. Bleeding at the site was also reported. As treatment, a manual injection of insulin (3 units) was delivered.